Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer and presence of liquid spill in expiratory channel board and plug & play backplane board were found. According to service report, replacement of expiratory channel board and plug & play backplane board solved the issue. Expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The main functions for plug & play backplane board are: on/off control, connect the optional modules that are inserted in the module unit, control charging/discharging of the battery modules, switch to battery power supply when mains power/external 12 v dc supply is lost, control of fan 1 patient unit using input signals from the temperature sensor on pc main back-plane. There is information that the liquid spill entered the ventilator during cleaning procedure it's unknown what kind of liquid spill it was. Evaluation of logs shows power technical error and it is seen as consequence of former liquid spillage. The ventilator passed all functional and safety tests and was cleared for clinical use.